Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery using a penumbra system 5max ace reperfusion catheter. During the procedure the physician advanced the ace catheter to the occlusion; however, the thrombus was gone. After removing the ace catheter, the physician saw foreign material during angiography that appeared to be radiopaque. The physician examined the ace catheter and noticed that a wire was free in the catheter. The physician feels that the foreign material is a fragment of the marker band remained in the mca. The physician does not believe the foreign material changed the outcome of the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the penumbra reperfusion catheter 5max ace has coil exposed outside the distal tip. Looking down the catheter shaft revealed that the liner material separated from the extrusion at the distal tip of the catheter and a portion of the inner support coil unraveled and was exposed out of the distal tip of the catheter. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra reperfusion catheter 5max ace distal tip looked irregular. Evaluation of the returned product revealed that a small portion of the catheter inner support coil was exposed at the distal tip. Further evaluation revealed material damage to the inner liner at the distal tip. It appears that the manipulation of devices through the 5max ace catheter might have caused the inner lumen liner to separate from the extrusion at the distal end of the shaft. A stent was used in this case but it is unclear if the 5max ace was used to deliverer the stent. The marker band was still intact. The complaint also states that a radiopaque object was seen during angiography however, evaluation of the returned device revealed no broken or missing components of the catheter that would cause this finding. These devices are 100% visually inspected for damage during process inspection.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.